Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed an infection of the temporal bone associated with chronic autoimmune ear disease. The patient was treated with oral antibiotics (specific date and duration not reported), and multiple courses of IV antibiotics (specific date and duration not reported). The patient was hospitalized overnight (specific date not reported) for administration of IV antibiotics. Subsequently, the device was explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report.